Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported bleeding from the exit site could not be conclusively determined through this evaluation. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. The heartmate 3 lvas IFU lists infection (including driveline and pump pocket or pseudo pocket infection) and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented for their 6 months follow up visit. During their ventricular assist device (vad) examination, the clinical nurse noted small thick drainage after reported trauma to the driveline due to a tug at the site. Wound culture at the driveline exit site was obtained that revealed a few white blood cells, moderate gram positive bacilli, many corynbacterium with different morphotype, and many staphylococcus. Coagulase was negative. Patient was instructed to change their dressing daily and was to be monitored for worsening driveline site changes daily.